Manufacturer narrative:
(B)(4). The hospital biomedical engineer evaluated their device and was unable to duplicate the reported issue. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was unable to shock a patient. A back up device was available and worked properly. The customer was unable to provide any further details on the patient or the event, but confirmed that there was no adverse effect to the patient.